Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.